Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: 3389s-40, lot#: va1lyvk, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead . Analysis of the lead (lot #: va1lyvk) revealed no anomaly. Analysis of the stylet (serial# unknown) revealed no significant anomaly. The stylet wire was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product. No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported during intraoperative testing the electrode impedance results upon replacement of the lead were out of range. All results were greater than 4500 ohms. The electrode impedance results were tested at 1.5 v and at 3 v with no significant difference in result. The testing cable was removed, contacts were assessed for any blood or other solution on the proximal contacts of the lead but all was normal. In addition, the depth of the stop screw was slightly loosened in case that was putting pressure on the lead to throw results into "out of range". No change in electrode impedance occurred after this troubleshooting. No external factors or patient factors were thought to have led or contributed to the issue. The lead was explanted and replaced with another lead. The electrode impedance results were all within normal range on first testing. The issue was resolved and the patient was alive without injury at the time of the report. It was reported the patient had no issues from this situation. No complications were reported or anticipated.

Manufacturer narrative:
Concomitant product(s): product ID: 3389s-40, lot# va1lyvk, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Previous report contained only one device. After further review, the event will be system reported with the lead (lot# va1lyvk) and the external neurostimulator (serial #: unknwon). If information is provided in the future, a supplemental report will be issued.